Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had reject new battery. Customer reported that the insulin pump shuts off on its own and the battery life of the insulin pump was reduced. Customer stated that the back light was more dim and they received no delivery alarm. No harm requiring medical intervention was reported. The customer will continue to use the device.